Event description:
It was reported that "during insertion of a central venous catheter, the clinician reported that upon aspiration with the raulerson syringe, only air was drawn back despite correct placement and technique. The same occurred after a second attempt. The syringe was then tested with saline and again only air was aspirated. The clinician determined that the raulerson syringe was faulty. A new cvc pack was opened, and the procedure was completed successfully without complications." There was no medical interventions required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided two photos for analysis. The photos show the lid stock and the arrow raulerson syringe (ars). In addition , the customer provided one video for analysis. The video shows a vacuum test performed on the ars syringe, during which the plunger was released and did not return to a position from the starting position. The customer also returned one arrow raulerson syringe (ars) for analysis , along with an 18-gauge introducer needle. No signs of use were observed on the returned components. Visual inspection of the ars did not reveal any obvious defects or anomalies. After performing functional testing, the plunger handle was removed from the barrel. The distal end was held up to a light, and the internal components were analyzed through the handle end. A hole is visible, indicating the internal valve is damaged. The returned ars was functionally tested with and without the introducer needle to verify aspiration performance. During testing, the syringe failed to aspirate, and bubbling was observed during aspiration , indicating air ingress. Fluid leakage was also noted from the valves during fluid withdrawal. The module requirement document for raulerson syringes (amrq-000113 rev03) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe (reference pip-078 rev05) in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were not functioning as intended. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The customer report of an ars leak was confirmed through investigation of the returned sample. During testing, the syringe failed to aspirate, bubbling was observed during aspiration, indicating air ingress. After failing functional testing, a hole was observed in the valves when viewing the ars valve through the handle. Therefore, based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos and one video for analysis. The complaint of air aspiration was confirmed by the video, which shows that the ars did not snap back towards its starting position when conducting a vacuum test. The photos show the ars and introducer needle in the kit, along with its lidstock. The customer report of an ars leak was confirmed by the video; however, a complete visual inspection to determine the cause of the leak could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during insertion of a central venous catheter, the clinician reported that upon aspiration with the raulerson syringe, only air was drawn back despite correct placement and technique. The same occurred after a second attempt. The syringe was then tested with saline and again only air was aspirated. The clinician determined that the raulerson syringe was faulty. A new cvc pack was opened, and the procedure was completed successfully without complications." There was no medical interventions required. The patient's current condition is reported as "fine".

Event description:
It was reported that "during insertion of a central venous catheter, the clinician reported that upon aspiration with the raulerson syringe, only air was drawn back despite correct placement and technique. The same occurred after a second attempt. The syringe was then tested with saline and again only air was aspirated. The clinician determined that the raulerson syringe was faulty. A new cvc pack was opened, and the procedure was completed successfully without complications." There was no medical interventions required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).